Event description:
A customer reported visiting the emergency room and being hospitalized with a blood glucose (bg) level of 541 mg/dl, cause was unknown. The customer attempted to treat their bg with a bolus via pump but was given intravenous fluids of saline and insulin at the hospital, which resolved the issue, and there was no reported injury or permanent damage. The customer was still hospitalized at the time of the report, and their discharge date was pending follow-up. System check with tandem technical support confirmed the pump was functioning as intended.